Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was intermittently warm to the touch despite being in room-temperature conditions. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly, the customer's daughter assisted with delivering a manual insulin injection to address the elevated bg. The customer continued to use the pump for insulin therapy.